Event description:
It was reported that the patient did not recharge their scs ipg as recommended by the manufacturer. As a result, the ipg became inoperable. The patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. The issue has since been reportedly resolved.